Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that two months and twenty three days post an index procedure using a drug-coated balloon catheter, the subject allegedly developed adverse event of stenosis at cannulation zone and at cephalic to subclavian vein confluence which required reintervention. It was further reported that the adverse event relationship was not related to device and procedure but definitely related to av access circuit. Reportedly, surgical revision was performed in re-intervention and new access was created. Furthermore, the re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 10/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that approximately two months and twenty-three days post index procedure using a drug-coated balloon catheter, the subject developed adverse event of stenosis at cannulation zone and at cephalic to subclavian vein confluence which required reintervention. It was further reported that the adverse event relationship was not related to device and procedure but definitely related to av access circuit. Reportedly, surgical revision was performed in re-intervention and new access was created. Furthermore, the re-intervention was successful and the current status of the patient was unknown.